Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr 4695417with MDR# 3030677-2024-01681. Device investigation is housed within pr 4695417.